Manufacturer narrative:
Later on patient had a patellar fracture on contralateral anatomy due to trauma, which has been reported via 1020279-2017-00692.

Event description:
It was reported that patient had fractured left knee patella as a result of trauma. It was reported that action taken to solve this problem was a surgical procedure, but also that this patient has not had revision surgery of the left knee.

Manufacturer narrative:
Corrected data received from the study site indicated that no remedial therapy was done to solve this problem.

Event description:
Patient was advised to use crutches as well as knee immobiliser and to report to orthopedics as per pre-scheduled appointment.